Event description:
Dr called to say that he is being sued for treatment of a pt in 1996 who had "extended redness and some scarring" from 'skin resurfacing'. This is the first word co (tmli) had concerning such an injury. Dr stated that he did not believe the laser was at fault. For more info see attachment: compliance closeout report. This is all of the data available at this time.